Event description:
It was reported that, this event occurred during the 2nd stage of a two stage revision after removing the antibiotic spacer. Sometime during impaction, when we went to turn the threads, the knob would not turn the threads.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.